Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. Additional information received indicated this was primary surgery and there was no complaint.